Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: the black box shows an unacknowledged ¿144:empty cartridge¿ warning for 1hr on 12/10/2013 leading to consecutive power on reset event, the battery voltage prior the ¿144¿ warning was at 1.19vp. The battery compartment and cap are undamaged and able to fit securely, the battery cap was fastened and then it was unscrewed for ½ turn with no reboots occurring. No power interruptions occurred during the investigation, no intermittent condition was found to the power circuit, the pump performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.